Event description:
The international customer reported that the unit alarmed vent inop due to air valve liftoff failure. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.